Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported poor imaging and subsequent patient effects appear to be due to case circumstances. The reported patient effects of cardiac tamponade and pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report cardiac tamponade, pericardial effusion and medical intervention. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to the position of the heart. The transseptal puncture was difficult due to a very thin and flattened septum and pre-existing patent foramen ovale (pfo). Multiple punctures were performed during the transseptal puncture. The steerable guide catheter (sgc) was advanced to the mitral valve and the first clip was deployed. A pericardial effusion was observed. The effusion increased in size and tamponade was noted. A second clip was deployed, reducing mr. Pericardiocentesis was performed to drain the effusion. In the physicians opinion, the effusion was caused during the transseptal puncture, but this could not be confirmed. The sgc was removed and the patient is stable. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.